Manufacturer narrative:
Based on the claim against the product by the customer noting the error 23138, an investigation was completed determine the root cause. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reproduced the reported issue based on the field evaluation. The fse replaced universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified ready for use. Isi received the usm involved with this complaint to perform failure analysis and completed the device evaluation. The usm was tested on an in house system, it failed normal mode as it triggered 23069 error. The usm was tested on a psc fixture test platform (pftp) and failed insertion chipencoder virtual absolute (cva) characterization. The failure analysis performed a-b-a and determined insertion cva pca is bad. The usm then went through testing on a pftp using gold insertion cva pca and it passed a required tests. Insertion cva pca & flex fiber cable (ffc) will be replace as a fix to through reported problem. The complaint regarding the occurrence of error 23138 was confirmed, which indicates that the device did contribute to the customer reported issue. The probable root cause of error 23138 is attributed to a defective usm2. The fse replaced usm2 to resolve the issue. This complaint is being reported due to the following conclusion: an usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the system had an error 23138 and the customer could not recover it, so the customer undocked arm 2 and docked arm 1 in its place and continued with the case when they called in. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically using 3 arms.